Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were observed with the leadless implantable pulse generator (ipg). The patient is enrolled in the micra continued access product surveillance registry clinical study. The ipg remains in use. No patient complications have been reported as a result of this event.